Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he received an occlusion alarm due blockage at site, and his blood glucose level was over 600 mg/dl. Therefore, they tried to treat it with correction bolus and multiple daily injection, but on (B)(6) 2023, the patient went to the emergency room. He had traces of ketone level which was not assessed as dangerous/life-threatening by the healthcare professional. Moreover, the infusion set had been used for one day. At the time of this report, the patient was still in the emergency room. No further information available.